Event description:
Our distributor reported that a water feedset tube on the mr290 autofeed humidification chamber was kinked. This was detected during the distributor's inward goods inspection. No patient consequence was reported.

Manufacturer narrative:
The device is en route to the manufacturer for inspection. There were no similar complaints for this lot number.